Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopy-assisted distal gastrectomy (ladg), on the 1st trocar air leakage occurred, immediately after starting to use the trocar, and then the pneumoperitoneum could not be maintained. Also, the automatically adjusted seal was broken and fell into the patient cavity. The fragment could be collected, so it was bundled. The device used at the time of the breakage was a competitors device. On the second set of trocars, air leak occurred on either of them. When operating forceps in order to expand the tissue, air leakage occurred and the pneumoperitoneum could not be maintained. There was no patient harm.

Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no assembly or component issues identified. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. If information is provided in the future, a supplemental report will be issued.